Event description:
The reporter states that she obtained a 454mg/dl and "lo" (less than 10 mg/dl) blood glucose comparison on the accu-chek advantage system. The reporter states she obtained an additional comparison with blood glucose results 458mg/dl and "lo" (less than 10mg/dl) on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. The reporter was unconscious and was given a glucagon injection with the 454mg/dl and "lo" (less than 10 mg/dl) blood glucose comparison. She felt better 5 or 10 minutes following treatment. The reporter felt dizzy with the 458mg/dl and "lo" (less than 10mg/dl) blood glucose comparison. She self treated by drinking oj. She felt better 5-15 minutes after treatment. New system sent and return requested.